Event description:
Litigation papers allege that the patient suffered severe pain and suffering, disability, physical impairment, disfigurement, loss of the capacity for the enjoyment of life, and was injured by excessive levels of chromium and cobalt as a result of the implantation with the asr hip implants.

Event description:
Legal claim provides very little information specific to this patient. It is unknown whether or not patient was revised. **update** (B)(4) 2012 - litigation papers allege that the patient suffered severe pain and suffering, disability, physical impairment, disfigurement, loss of the capacity for the enjoyment of life, and was injured by excessive levels of chromium and cobalt as a result of the implantation with the asr hip implants. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.